Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted; the value was not known. The customer changed out the supplies on the pump to address the bg level. The occlusion was resolved. The customer had been using apidra insulin in the pump and was aware that the insulin was not labeled for use with the pump.